Event description:
It was reported that the lead was unable to be inserted into the header block during a surgical procedure. The lead would not insert all the way into the implantable neurostimulator (ins). The issue reportedly ¿seemed to be past the set screw.¿ the surgeon backed out the set screw, but was still unable to fully insert. A new ins was used and the lead was able to be inserted without incident. Additional information received reported the patient was doing great.

Manufacturer narrative:
(B)(4).